Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 29-may-2024, it was reported that the patient faced that the infusion set cannula was leaking where the canula contacts the base and patient had began developing ketones. No further information available.